Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead connector portion was returned in one piece for analysis. Final analysis found external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impressions caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis.